Manufacturer narrative:
Medtronic received information that the patient has no medical history of stroke, and no history of anticoagulant medication. Event date has been requested, but has not been provided; event date is still approximate.

Manufacturer narrative:
Multiple attempts to obtain additional information have been unsuccessful. The product remains implanted and is not currently available for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that approximately one month post implant of this bioprosthetic valve in the aortic position, the patient measured 18 on the national institute of health stroke assessment (nihss) scale compared to a baseline score of 0. This rating indicates a decline in health, indicating a moderately severe stroke. These symptoms were reported as implant procedure-related. No other adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that during post-procedure assessment, the patient presented with left side weakness. A computed tomography (CT) scan showed no evidence of stroke. CT perfusion was normal. CT of head and neck showed 90% severe stenosis of left internal carotid artery. Patient regained partial movement of left side but was weak. Dual antiplatelet therapy was administered and the patient was placed on one on one observation. Three days post-implant, the patient exhibited improved neurological condition and strength, but motor impersistence and neglect on the left side remained. Also three days post-implant, the patient presented with sinus tachycardia and a heart rate in the 160 beats per minute (bpm) range. Medication was administered and the electrocardiogram (ECG) showed the patient returned to normal sinus rhythm (nsr). Four days post-implant, the patient oriented to the person, but was not oriented to the correct year. Neurology noted that the patient's altered mental status is likely toxic metabolic encephalopathy. Six days post-implant, the patient was discharged to inpatient rehab and still had left sided neglect. Ten days post-implant, an ECG noted the patient was in atrial fibrillation (afib). Medication was administered, and a subsequent ECG showed the patient returned to nsr. One month, nine days post-implant, the patient recovered from confusion. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.